Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus re-evaluated the event reported in the initial report based on additional information. The broken part of the device was the bending section, not the distal end cover. This failure mode is not a MDR reportable malfunction.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the distal end cover of the device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.